Event description:
It was reported that a user overfilled an insulin cartridge, which displaced the rubber stopper and led to insulin leakage into the ilet pump¿s insulin chamber; the user dried the chamber and reported no impact to blood glucose. Symptoms included no adverse clinical effects. Outcomes included no functional impairment requiring medical care and no hospitalization. Investigation included a user interview and product-use troubleshooting focused on cartridge handling and chamber drying. Investigation of this case revealed leakage attributable to incorrect cartridge fill technique leading to fluid ingress at the chamber, with no device alarms reported and no persistent malfunction following drying. It was concluded, based on previously established findings for similar reports, that user handling contributed to the event.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.